Event description:
The customer was hospitalized due to low bg. Reservoir came out of pump and family member reinserted. Seems reservoir was not inserted and locked in place after set change. Customer's family member also stated that battery has not been lasting for 1 week. Troubleshooting performed.